Event description:
Patient presented to the physician with ongoing right-sided neck pain, parotid gland, and ear pain since the implant procedure. Physician brought the patient into the or and removed the entire inspire system.